Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was to report that soon after the patient (pt) charges the ins, the ins battery goes dead. Pt states he has already worked with the healthcare provider (hcp) and manufacturing representatives (rep)s and was told that the pt should schedule a replacement surgery to get the ins replaced. Pt states that he is not ready for the surgery, and has delayed scheduling the surgery. Pt noted again that he has to keep charging the ins "constantly" due to the ins battery going dead. No symptoms/patient complications reported. Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the ins being dead soon after recharging was unknown. It was unknown if it was expected.